Manufacturer narrative:
Concomitant medical products: product ID: 5076-52 lead, implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) battery longevity estimate was much lower than expected two weeks after it was implanted. The crt-d remains in use. No patient complications have been reported as a result of this event.